Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. No gap noted between the motor slide and reservoir noted. Unable to perform the prime test due to motor error alarm. No unexpected occlusion anomalies or excessive no delivery alarms noted. The operating currents are within specifications and passed self-test, off no power test, a21 error test, displacement test and rewind test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she rewound the pump, but there was a gap between the piston and reservoir. The customer stated that she received multiple no delivery alarms. The customer stated that insulin squirted out during manual prime. The customer stated that insulin did not continue to drip after letting go of the act button. The customer stated that the motor did not slow down nor did number ramp up on the screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.